Event description:
Pt presented with some tortuosity; access of a bifurcated device was uneventful. During deployment of the main body, there was extreme difficulty advancing the pusher rod; guidewire was advanced and readvanced to ensure that the floppy tip was not in the delivery system, with excessive force, the physician was able to deploy the main body of the stent graft. Next, the surepass wire was pulled to remove the limb sheath and deploy the contralateral limb, however, the limb did not expand contralateral limb measured about 14mm). The .014 wire was still up; the physician tried to expand with a balloon, then with an .014 catheter, however, the limb still would not expand. The physician decided to remove the delivery system, and during remating of the front and outer sheaths, the front sheath would not fully remate, leaving approx 2 cm between the front and outer sheaths. The nitrex wire was switched out for a lunderquist wire, the front sheath only moved about 1cm. A guidewire was advanced outside of the delivery system to advance a balloon and inflate, in an attempt to move the front sheath, however unsuccessful. The decision was made to go ahead and retract the delivery system. During retraction, the deliver system separated at the polyimide. While removing the delivery system, the guidewire was inadvertently removed as well, leaving the tip in the aorta. The pt was converted to open repair. The hosp discarded the device.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. The device met specs prior to release. Due to lack of info, no conclusion can be drawn at this time.